Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer mentioned that the qc was acceptable. The field service engineer found that the rinse tube assembly for the rinse unit was worn. He installed a new assembly and replaced the hoses. He then performed several checks with successful results. The service actions performed by the engineer resolved the issue. The cause of the event was due to worn/leaking tubes in the rinse unit (component failure).

Event description:
We received an allegation of questionable sodium electrode results for 2 patients¿ samples tested on a cobas 6000 c501 module. Sample 1: the initial result was 180 mmol/l and did not match the patient's previous results, prompting the repeat of sample 1 on another module. No questionable result was reported outside the laboratory. The repeat result was 136 mmol/l and matched the patient's previous results. Sample 2: the initial result was 144 mmol/l. The sample was repeated several times, and the sequence of the repeat results was within a similar range: 145 mmol/l, 144 mmol/l, and 146 mmol/l. The last repeat result was 171 mmol/l.